Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently enabled the feature lock settings. During troubleshooting with tandem technical support, setting was disabled and insulin delivery was successfully resumed. Customer's blood glucose level was between 146-251 mg/dl.